Event description:
A healthcare professional reported that during an angioplasty procedure, a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 10007048) was impeded in proximal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31667098) and could not advance any more. The doctor retracted the stent and then removed the microcatheter (mc) from the patient. Then the doctor switched to a new stent and a new microcatheter to complete the procedure. The surgeon had an extra set of hands to support while flushing aligning the enterprise system. A twist-type push plunge rotating hemostatic valve (rhv) was used. Force was needed to remove the delivery wire once impeded; the stent was still attached to the delivery wire. An enterprise stent of the same product code was used to complete the procedure. Additional event information received on 16-mar-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. A functional analysis was attempted. The microcatheter was flushed using a lab sample syringe; however, high resistance was met. A lab sample guide wire was advanced through the luer hub of the microcatheter, and it got stuck at 49 cm. A dissection was made, and blood residues were found obstructing the inner lumen of the microcatheter. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint is confirmed based on the obstruction of the microcatheter. The blood residues suggest that the saline flush was insufficient since, according to risk documentation, an insufficient flushing is a potential failure mode that can result in a compromised performance of the therapeutic device. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.